Event description:
Pt color was bad, pulse was bradycardic and saturation was poor. Rptr disconnected the ventilator and manually ventilated the pt. She manually ventilated the pt for approx 4-5 minutes and reconnected the pt to vent. At this time she noted that the vent would not deliver a breath so she resumed manual vent. Respirator therapy was called and upon arrival noted that the vent was not delivering a breath. She also noted that the vent was not in any mode. She initiated cmv, which is what the pt was on and the vent delivered a breath.